Event description:
It was reported that while the cardiac resynchronization therapy pacemaker (crt-p) system was implanted, there was loss of capture in the left ventricle (lv) and increased lv thresholds. Boston scientific technical services (ts) was contacted, and ts recommended placing the device in the pocket as the measurements were from a unipolar configuration, and upon doing so the measurements improved. In the end the physician and field representative found some reasonable lv vector thresholds to work with. It was also noted that during the procedure the lv lead had dislodged and had to be repositioned. The device and leads remain in service. No adverse patient effects were reported.